Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body it was found that the sensor wire had detached and was on the adhesive patch of the sensor pod. Sensor insertion was at the buttocks on (B)(6) 2015. No additional event or patient information is available.